Event description:
Dr reported customer being hospitalized due to high blood glucose levels. Customer went to hosp because blood glucose levels were not coming down with injections, also experiencing symptoms of dehydration. Troubleshooting was performed and pump appeared to be functioning properly.